Manufacturer narrative:
It was reported that the set separated. One sample model me2020 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the female luer and the female luer was not returned. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and female luer could be related to an incorrect solvent application by the assembler. A quality alert was generated on march 20, 2025 to reinforce the correct solvent application in hmo site. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was disconnecting the following information was received by the initial reporter with the following . It was reported by the customer that; syringe tubing became disconnected from the blue microclave, which was secured in a syringe pump while infusing medication to patient. End of the tubing is broken off.